Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose and insulin pump received pump error alarm. The customer's blood glucose was 500 mg/dl. It was also reported that the on monday morning customer was fasting at 350 mg/dl and by noon blood glucose was 440 mg/dl and it treated with bolus and then it went down to 76 mg/dl. The customer declined troubleshooting on insulin pump. The customer treated high blood glucose with manual injection. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. No pump error 130 alarms during testing. The motor was tested outside of the device and passed. Unit received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, slightly damaged keypad overlay texture and cracked case on battery tube area.